Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release, side bail covers, ring cover, heart block and heart wire contacts were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure was due to a capacitor component failure. (B)(4).

Event description:
It was reported the battery removal test failed. The device was returned for repair. There was no patient involvement.